Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed during the initial procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed during the initial procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) tore in half when coming out of the inserter. The doctor warmed the viscoelastic to facilitate the unfolding of the lens, and is thinking that it is also causing the lenses to become softer and more easily damaged. There was no patient injury. The incision was not widened to remove the iol halves, and no suture was used. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/18/2017. Device returned to manufacturer? Yes. Device evaluation: inspection at 10x microscope magnification was performed. The lens was observed broken in two pieces. One piece had a haptic attached to it, the other one did not. The reported complaint was confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.